Event description:
A voluntary medwatch report #(B)(4) was received from the user facility. It was reported 'while drilling the frontal sinus the drill bit broke into two pieces. Both pieces were retrieved. Sinus checked and clear of any foreign bodies. No patient harm. Surgery was endoscopic frontal osteoplasty with frontal sinusotomy."

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: medtronic xomed xps drill (unknown model #, unknown serial #, unknown lot #). (B)(4). The device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.